Event description:
Spontaneous call: patient stated she had a defective device. Pt also reported she had difficulty with some of the pen needles (not all) that were delivered with her device. Some fit properly and some were difficult to put on device causing pen to misfire. Unknown lot number and expiration date of pen needle 31g 5 mm 3/16" mini. Unk date of malfunction. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known. Indication: age-related osteoporosis without current pathological fracture. Pen needle 31g 5mm 3/16" mini dose or amount/strength/frequency: use as directed w/ tymlos. Reported to (B)(6) by pt/caregiver.